Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the same cartridge without success and was then guided by technical support to use a new cartridge following proper loading techniques, which resolved the issue. The customer was able to successfully load the cartridge and resume insulin delivery.